Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implantation of a transcatheter heart valve in a patient with an annulus dimension of 22.4 mm and a left ventricular outflow tract measuring 22.8 mm, the delivery catheter system passed the aorta without problems and the valve was placed in a good position at approximately 5 mm depth. After final release of the valve, a severe paravalvular leak was observed, and a post-implant balloon aortic valvuloplasty (bav) was performed with a 22 mm non-medtronic (true) balloon. During the bav, an annular rupture occurred. A sudden drop in blood pressure was noted, and pericardial bleeding was detected on echocardiogram. Subsequently, a pericardiocentesis was performed. Cardiopulmonary resuscitation was performed, but resuscitation was stopped after approximately 40 minutes and the patient died. Additional information was received that per the physician, the cause of death was the post-implant balloon dilation which caused a rupture in one cusp. It was a heavily calcified valve with high risk.

Event description:
It was reported that during implantation of a transcatheter heart valve in a patient with an annulus dimension of 22.4 mm and a left ventricular outflow tract measuring 22.8 mm, the delivery catheter system passed the aorta without problems and the valve was placed in a good position at approximately 5 mm depth. After final release of the valve, a severe paravalvular leak was observed, and a post-implant balloon aortic valvuloplasty (bav) was performed with a 22 mm non-medtronic balloon. During the bav, an annular rupture occurred. A sudden drop in blood pressure was noted, and pericardial bleeding was detected on echocardiogram. Subsequently, a pericardiocentesis was performed. Cardiopulmonary resuscitation was performed, but resuscitation was stopped after approximately 40 minutes and the patient died.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329, (lot: 0013192566); product type: 0195-heart valves; product ID: 22mm true dilatation balloon valvuloplasty catheter, (non-medtronic device); lot #: unknown, select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.